Event description:
It was reported on or about (B)(6) 2008 the plaintiff was implanted with a sparc sling with the intention of treating her bladder prolapse condition. Following implantation, the plaintiff immediately suffered pain and discomfort. The plaintiff suffered from significant and debilitating pain on an ongoing basis and worsening of her prolapse condition. The plaintiff has gone through various medical procedures to repair and remove the mesh. The plaintiff experienced significant physical, psychological, and emotional pain and suffering and sustained permanent and debilitating injuries. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).